Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects inside the light guide lens and the plastic distal end cover had residual liquid. There was a chip on distal end, a gap in adhesive area between server plug in and distal end, the adhesive around objective lens had wear and around the forceps elevator lever there was corrosion. There was no patient involvement.